Event description:
It was reported that the bur broke during a dental procedure. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for eval. It was visually confirmed that bur had broken at the joint between the head and the shank of the product. Lot no. Details were not provided. A potential root cause for the breakage was determined to be user technique. It was not possible to determine the definitive root cause for the breakage.